Manufacturer narrative:
The issue was resolved by the service actions. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer changed the sample pipette. The field service engineer changed the dilution cup and electrodes and decontaminated the module. He checked the ise kit, syringe joints, and sipper pipette and cleaned the sipper probe. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable ise indirect gen.2 sodium result for one patent sample from the cobas 8000 cobas ise module. The initial result was 128 mmol/l. The repeat results were 137 mmol/l and 138 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.